Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture and vessel dissection occurred. The lesion was located in the severely calcified right coronary artery (rca). The percent of the stenosis and vessel tortuosity are unknown. The quantum maverick 15mm x 2.5mm balloon was advanced for pre-dilatation of the lesion, however, the balloon ruptured after being inflated to 14 ams for 11 seconds. The number of inflations and to what atms the balloon reached is unknown. Following pre-dilatation of the lesion, it was noted that a vessel dissection had occurred distal to the lesion. The physician was able to place a stent over half of the dissection to keep the tunica intima flap open but this effort was unsuccessful in fully controlling the dissection. The physician was concerned that the flay would close and took the patient to surgery where the dissectional was successfully controlled. It was the physician's opinion that the balloon rupture may be attributed to the "sharp edges" of the calcified lesion, however, he was uncertain as to how the dissection occurred. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.